Manufacturer narrative:
Investigation: the patient received 3 gm calcium by intravenous piggyback (ivpb) in 100 mls normal saline (ns). The symptoms started during rinseback so the operator had to stop the rinseback. There were no issues during the treatment. The doctor was not notified. A disposable complaint history search was performed for this lot and found no reports for similar issues on this lot. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. According to therapeutic apheresis: a physician's handbook, adverse events occur during therapeutic procedures with a frequency of 4.8%. Some of the most common reactions include fever, urticaria, hypocalcemic symptoms, pruritus, dyspnea, tachycardia, and mild hypotension. Transient hypocalcemia associated with apheresis is usually well tolerated. Symptoms often show as paresthesia (tingling) but patients may also experience unusual taste, nausea, lightheadedness, shivering, and tremors. Severe hypocalcemia may also cause muscle contractions and can progress to tetany and seizures if hypocalcemia escalates and is not corrected. According to therapeutic apheresis: a physician's handbook, adverse events occur during therapeutic procedures with a frequency of 4.8%. Some of the most common reactions include fever, urticaria, hypocalcemic symptoms, pruritus, dyspnea, tachycardia, and mild hypotension. Root cause: a root cause assessment was performed for the reported citrate reactions. These reactions occur due to decreased ionized calcium in circulation as a result of exogenous citrate administered during the apheresis procedure and are influenced by patient physiology, the rate of ac infusion, and/or the length of the procedure. These symptoms may be treated with oral or intravenous calcium supplements or by adjusting the ac infusion rate.

Event description:
The customer reported that the patient had a reaction at the start of rinseback during a therapeutic plasma exchange (tpe) procedure. The customer stated that there were no issues during treatment. The patient was given replacement-3103 ac volume-124 ac used 767 3 gm ivpb 100 mls ns calcuim. The patient was reported as stable. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Lot number and expiry information are not available at this time. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that the patient had a reaction at the start of rinseback during a therapeutic plasma exchange (tpe) procedure. The customer stated that there were no issues during treatment. The patient was given replacement-3103 ac volume-124 ac used 767 3 gm ivpb 100 mls ns calcuim. The patient was reported as stable. The collection set is not available for return because it was discarded by the customer.